Event description:
Caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped into place. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). A cartridge change was performed resolving the issue.